Manufacturer narrative:
An investigation was performed and indicated that the complaint allegation was not observed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant sars-cov-2 result when using a cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system, when compared with the results generated with the genexpert cepheid system method. The initial test generated a sars-cov-2 positive. The same sample was repeated with the genexpert cepheid and the result was negative. The negative result was released to the patient and or/ medical personnel. No harm is alleged. The customer collected nasopharyngeal sample with medschenker utm 3ml.. For approved collection kits, the method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. Per the FDA guidance three (3) mdrs will be filed, one (1) per each patient. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
This MDR was submitted in error and is a duplicate of MDR 2243471-2021-02820. Only one sample was alleged. (B)(4).